Event description:
It was reported a non-dehp t-connector extension set leaked. During a patient¿s ¿acute agitation episode¿ in the neonatal intensive care unit, bleeding was observed from a peripheral arterial line. Upon inspection, the bleeding was noted from ¿the fused portion¿ of the tubing on the t-connector ¿rather than at a connection point.¿ the nurse practitioner was present during the event and replaced the t-connector. The procedure was completed without further complications. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.